Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was mdt rep. Said they were in an or with an hcp today working with a pt for a lead revision for a surgical paddle lead. On 2023-12-09, additional information was received from the manufacturer representative (rep) reporting that the patient had a lead revision due to he initial placement of the lead not covering the patient's area of pain. There were no issues seen with the old leads. The therapy had not been effective up until the time of the revision because of the physicals location of the leads. No performance issues were noted. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On 2023-dec-19, additional information was received from the manufacturer representative (rep) reporting that there were no issues w ith the placing of the original leads. Intra-op testing was performed during the initial placement and the patient told them at the time of testing that the placement of the leads were covering their area of pain. However, at post-op and subsequent follow-ups, the patient reported that they did not feel stimulation in the areas of pain. After the lead revision, the patient was experiencing stimulation in their painful areas at post-op. The rep stated that they have a meeting with the patient on thursday, dec 21st with their revising surgeon.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) 2023 implanted: (B)(6) 2023 explanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) 2023, ubd: 25-apr-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) 2023, ubd: 26-apr-2027, UDI#: (B)(4): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.